Manufacturer narrative:
(B)(4).

Event description:
It was reported that, the oxygen (o2) sensor on an 840 ventilator was reading zero and not analyzing. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
(B)(4). The ventilator was evaluated and the oxygen sensor was replaced. The ventilator passed self-tests.